Event description:
It was reported that during a transcatheter aortic valve procedure with the transcatheter aortic valve, the first valve deployment was too deep and the valve was fully recaptured. During the second deployment to 80%, the left coronary artery was partially occluded, prompting full recapture and repositioning of the valve to the descending aorta, followed by stent deployment in the left coronary artery. The third and final deployment was performed with 5mm on the non-coronary cusp and 8mm on the left coronary cusp. Commissural alignment was obtained, and the gradient was not measured. A post-procedural transthoracic echocardiogram detected a trace paravalvular leak. The stent was ballooned again after valve deployment, and no vascular issues were observed.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013044268); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0013015534); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure with the transcatheter aortic valve, the first valve deployment was too deep and the valve was fully recaptured. During the second deployment to 80%, the left coronary artery was partially occluded, prompting full recapture and repositioning of the valve to the descending aorta, followed by stent deployment in the left coronary artery. The third and final deployment was performed with 5mm on the non-coronary cusp and 8mm on the left coronary cusp. Commissural alignment was obtained, and the gradient was not measured. A post-procedural transthoracic echocardiogram detected a trace paravalvular leak. The stent was ballooned again after valve deployment, and no vascular issues were observed. Additional information was received that per the physician, the occlusion was caused by a native leaflet occluding a portion of the coronary and was not attributed to the valve. With final deployment there were no perfusion concerns or hemodynamic changes. After the stent was ballooned, trace pvl remained.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.